Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold, wear abrasion, opening curved on anterior, and delamination of plug strap disk shell. Leak test and microscopic analysis were performed which identified a sharp opening on anterior and total delamination of plug strap disk shell. A dimensional measurement in the shell was performed which identified the thickness was within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on anterior assessed as an unidentified (tear) opening, and total delamination of the plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.